Event description:
Pt being loaded into back of ambulance. Front wheels of stretcher in the ambulance. One transporter grasped release latch while the other transporter lifted at the back wheels. The pt shifted as the wheels were being lifted and the stretcher rolled over onto its side. The pt's head struck the back of the ambulance and pt sustained as approx 2cm length laceration on the right forehead above the right eye. A contusion to the eye with swelling was also sustained. The pt required hospitalization with release on 08/12/2000.